Event description:
A physician attempted arteriotomy closure using the starclose device. The physican activated the safety release button. The physician used a lot of force to remove the device by counter backward traction. The physican used "digital pressure" to achieve hemostasis.

Manufacturer narrative:
Upon investigation of the device, the returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not produce any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".